Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to server being at 100% cpu usage and memory being at 98% usage. A technical support specialist discovered that the best option to restore server performance was to reboot. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system delays were experienced. The customer reported that user was not able to remove medication. The customer confirmed that there was a delay to the patient care. There were no adverse events or injuries reported based on this incident.